Event description:
The customer reported that he was hospitalized due to low blood glucose levels below 40 mg/dl. The customer stated that he fell and cut himself. The customer also stated that he bolused six times prior to the event due to repeated no delivery alarms. The insulin pump was not exposed to high magnetic fields. The customer fields. The customer mentioned that there was crystalized insulin inside the reservoir compartment due to insulin that leaked from the reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-86318.